Event description:
Caller (pt's mother) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.7, 2.8, lab: 1.9. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.